Event description:
Patient presented to the physician with right-side tongue deviation and atrophy, and swelling of the lymph nodes at the neck incision site. Physician brought the patient into the operating room and removed the entire inspire system.